Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increased in shock impedance measurement post implant, from 50 ohms to 100 ohms and it was repeated over and over. The physician discussed that it could be a connection issue, did some pocket manipulation and noted noise. The physician would probably revise the lead. Additional information received indicating that the lead was suspected to be fractured at the rv coil and causing error measurements. This lead was abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.